Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as chronic low back pain and non-malignant pain. It was reported that their device was removed when they lost all of the skin above it. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.